Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity had decrease a year and a half in a period of six months. No changes have been made at this time and the pacemaker remains implanted and in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity had decrease a year and a half in a period of six months. No changes have been made at this time and the pacemaker remains implanted and in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Initial testing noted the device had no output and no telemetry, the device battery status was at end of life (eol). Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity had decrease a year and a half in a period of six months. No changes have been made at this time and the pacemaker remains implanted and in service. No adverse patient effects were reported.